Event description:
Shunt was implanted 2/97 and revised on 3/26/97 due to overdrainage. Pt has had multiple shunt revisions. Her neurosurgeon tapped her delta level 2 valve and no pressure could be measured, but csf could be withdrawn. Previous shunt implanted in december was a delta level 1. 5. This shunt was also believed to have caused overdrainage. When the distal end of the shunt was examined, no csf was draining from it.